Event description:
It was reported that there was an implantable pulse generator (ipg) sensing problem resulting in inhibition pacing. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and noise. Reprogramming was done and the ipg and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.